Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, an unknown handpiece powered driver was wrapped around and caused the reamer irrigator aspirator (ria) to break/disassemble. There was a five (5) minute surgical delay. Fragments were generated and removed easily without additional intervention. Procedure successfully completed. No patient consequences. Concomitant device reported: unk - powered drivers/handpieces (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) ria 2 bone harvesting kit l520. This is report 1 of 1 for (B)(4).